Manufacturer narrative:
Co's evaluation of the returned product confirmed that the sheath separated from the hub. The proximal end of the sheath was torn and stretched. The distal end was flattened with a compressed plug still inside. The separation occurred during deployment of the second plug. Since the second plug had been advanced all the way to the distal opening of the sheath, it is unclear what caused the blockage that led to sheath separation. A change in the position of occlusive pressure could have caused both the blockage and the flattening of the distal end, but without further details the exact cause cannot be determined. Code 86: evaluation of event based on mfg and qc procedures and history of device related to this event. Code 200: co experience with this type of event has shown co that sheath separations can occur when the passage of collagen through the vasoseal sheath has been restricted. Restrictions are usually the result of deformities in the sheath which have been introduced during the clinical procedure. If the user continues to deploy the collagen the sheath can be stressed to the point where a separation will occur. The IFU instructs the user to discontinue the procedure if resistance is experienced and to make sure the white sheath is removed intact with its colored hub.